Event description:
It was reported that the handset has not been recognized. Evaluation of the returned device identified a non-functioning downstream occlusion sensor. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown. H3: one device was received for evaluation in used condition. No defects/discrepancies were noted during the visual inspection. During the functional testing, the customer reported problem was able to be confirmed. However, review of the event history log showed "high alarm displayed: cassette not attached properly," and it was found that the downstream occlusion (dso) sensor was not working. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.